Event description:
It was reported that the infusion set cannula remained in her body with the adhesive patch, but the plastic housing connected to the tubing had detached from the adhesive resulting in no insulin delivery. The operator of the device was the lay user/patient. There were no patient injury and no patient harm reported.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.